Event description:
Burn to back and buttocks. In 2003, client purchased a tanning package for 12 sessions in a bed with a face tanner. They have tanned approximately one time per month since then at this salon with the last time being 2003. They have a fair complexion with red hair. They always request to tan for the maximum time of 20 minutes and, based upon their registration form questionnaire, this exposure time is appropriate. Today they were assigned to bed #3 which has 277 hours on the bulbs. When the client finished their session today they complained about their buttocks being burned. They showed these areas to the attendants and stated that they felt "sore". They described the color as "deep red". The attendants described it as "dark pink like a mild sunburn". The area involved was from the neck down to just below the buttocks. The calves were not affected nor were any other body parts. They stated, "they've never burned like this before. They didn't feel like they were burning throughout the tanning time." They stated that they had used the lotion "blazin" on their buttocks but not on their back. Blazin has a 'tingle factor' of approximately 10. They have used this lotion on previous occasions with no ill effect. They stated they are on no new medications or diet. "Insurance gel" was applied for comfort with client consent.